Event description:
Patient received graft in 1992 for above-knee femoropopliteal bypass. Graft thrombosed in 1997 and surgeon revised with a femoro-anterior tibial bypass on 2/27/97, bypassing the original graft.